Event description:
Her meter is not calibrated to a lab test. Analysis run on clark error grid using a lab readings (69) as reference point vs. Bd readings (89) yielded some data points in the d range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.